Event description:
It was reported that a revision surgery was performed due to pain and disability.

Event description:
It was reported that a revision surgery was performed due to loosening of femoral component, patella and tibial baseplate.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis was conducted and the components were inspected visually. No destructive analysis was conducted during this investigation. Bone cement attachment was observed on all of the fixation surfaces of the components with the exception that the tibial baseplate exhibited bone cement attachment on less than half of the fixation surface. Scratching observed on the femoral component was likely due to contact with the tibial baseplate during implantation or removal. Wear, burnishing, and deformation observed on the post of the insert resulted from normal articulation in vivo and which was likely caused due to contact with the femoral cam during expected use in vivo. Wear observed on the articular surfaces of the insert was likely caused by third body debris. No manufacturing deviations were noted during this investigation. A clinical evaluation was conducted and based on the information available, the root cause for the ¿pain and disability¿ stated as the reason for this first revision cannot be concluded. The root cause for second revision was likely the reported infection acquired at the time of the first revision. Without supporting clinical/medical documents a thorough investigation cannot be performed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should information become available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that no information has been received at this time. This complaint will be closed until the documents have come in for review. At that time the complaint will be re-opened, investigated and assessed. Without the actual product involved and/or device information, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed. Credit cannot be issued for the device.